Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and decrease in blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) due to their blood glucose level declining on (B)(6) 2026. The patient's blood glucose levels declined to 110 mg/dl while wearing the pod an unspecified duration, however it was removed prior to visiting the ER. It was reported that the pink slide did not move forward into the viewing window when the pod was activated; this indicates a needle mechanism failure. Symptoms reported included sweating, blurred vision and dizziness. The patient was treated with unspecified pain killers, was prescribed a new insulin (unspecified) and underwent a back scan. The patient left the ER 3 hours later the same day. The patient confirmed that they had discarded the pod.